Manufacturer narrative:
G4:11dec2020. B4:16dec2020 . The philips service technician replaced the power switch overlay to resolve the issue. The device successfully passed all required testing and remains at the customer site. A similar investigation was performed it was identified that excessive engagement or pressure contact over the light emitting diode (led) while attempting to engage the switch do to the proximity of the led to the switch may cause a separation of the led to the encapsulant. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24sep2020.

Event description:
The customer reported alarm light emitting diode (led) failed. The device was not patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The customer indicated although "check vent: alarm led failed" alarm occurred after power on and silencing the alarm failed with "there is no alarm that can be silenced".